Event description:
The customer reported that the system exhibited an intermittent loss of functionality during use. The reported issue could not be duplicated. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.